Manufacturer narrative:
(B)(4). Swing tab in unlocked position. Where was the location of the malformed staples ¿ distal, proximal or in the middle of the staple line? The malformed staples were in the distal part of the staple line. Where the malformed staples on the line closest to the cut line or in all of the rows? The malformed staples were in all of the rows. Where the staple legs unformed or did they have irregular shapes? Some staple legs unformed and some had irregular shapes. On which firing did the event occur? On 1st firing. How was the failure detected (leak test or visually)? The failure was visually. Was the device fired over an existing staple line or clip? No. The analysis results found that the cartridge was received in good visual conditions and with no instrument. The swing tab was found to be in the unlocked position. It appears that the firing knob was not returned to the original "return knob here" position before reloading the device, causing the first driver to go up and the staples to fall out. It should also be noted that after the staple retainer has been removed, an inadvertent movement of the firing knob could cause the wedges to move forward and therefore cause the staples to become dislodged. Please reference the instruction for use for more information. The cartridge was tested for functionality with a test instrument and it fired, cut and formed all the staples as intended. The instrument fired without any difficulties and the staples were note to have the proper b-formed shape.

Event description:
It was reported that during a liver transplant procedure some staples were malformed after firing. The surgeon changed to hand sewing to complete the procedure. No adverse event on the patient.